Event description:
Report received of a nondelivery. The pump was programmed to deliver an unspecified antibiotic at an unspecified rate, in the intermittent mode over a 24 hour period. Reportedly, the pump was incrementing as though fluid was being delivered. The pump alarmed "therapy complete" at the expected time after the last programmed dose, but the container was still full. The pump was removed from clinical service and the therapy was resumed using a replacement pump. The customer reported no adverse pt effects. Though requested, no additional info was provided.